Event description:
"A percutaneous access was performed on the right side, the lunderquist guide was inserted to provide support and when the device is inserted and positioned where it is going to be released, the release process is carried out and with the help of the visibility of the floroscopy it is corroborated that it was not released, after a couple of attempts, it was again decided to remove the device very carefully and a second device was entered, which was released successfully (same brand)." Patient outcome - "the patient is stable and the procedure was completed satisfactorily."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"A percutaneous access was performed on the right side, the lunderquist guide was inserted to provide support and when the device is inserted and positioned where it is going to be released. The release process is carried out and with the help of the visibility of the fluoroscopy it is corroborated that it was not released. After a couple of attempts, it was again decided to remove the device very carefully and a second device was entered, which was released successfully (same brand)." Patient outcome - "the patient is stable and the procedure was completed satisfactorily."